Event description:
It was reported that during a device change for eri (elective replacement indicator), it was found that the right ventricular lead had low impedance less than 200 ohms, poor sensing, and elevated threshold. The atrial lead had not been functioning for some time, and it appeared it had dislodged sometime after implant, but was never repositioned. Under fluoro, the tip of the atrial lead was not in a proper position. The patient was also in chronic atrial fibrillation. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.